Event description:
The application specialist reported two samples went to the e601 analyzer from the mpa aliquoter and generated falsely low tsh results. These results were released and later corrected in the lis. No patients were harmed due to the initial results. The primary tubes for the patient samples were pulled and repeated on the e170 analyzer where much higher results were generated. Sample 1 initial result was 0.036 uiu/ml, repeat result was 3.49 uiu/ml. Sample 2 from a (B)(6) female, initial result was 0.030 uiu/ml, repeat result was 1.30 uiu/ml. The tsh reagent lot number was 15697801. The application specialist suspected two instrument leak check tubes were aliquoted into and tested as patient samples because an aliquot of these tubes was created and placed in the analyzer. When she viewed these tubes in the analyzer, she noted the liquid inside "was clear like water, not yellow-ish like serum/plasma". The field service representative could not find a cause and could not duplicate the problem. He visually checked and inspected each module for proper function and discussed with the user the proper water handling of sample tubes and racks during leak check on the aliquoter module. To verify the analyzer operation, he performed a leak check with no issues and ran several racks through the instrument with no alarms or issues.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 550 mg/dl and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Investigation of the event determined the issue might have been caused by operator handling error. There is no possibility for mpa to add water to an aliquot as the aliquoter can only pipette out of the primary tube due to an air filled pipetting system. Most likely the water was contained in the aliquot tubes before pipetting started and the serum was added by the aliquoter. A reagent-related issue seems most unlikely because both the falsely low and the expected results were generated on tests using same reagent.